Event description:
Before starting the heater cooler and recirculating the water, the perfusionist noted blood in the water, the perfusionist noted blood in the water lines. A warming blanket and the cardioplegia heat exchanger were used to rewarm the patient. There was no patient injury. The perfusionist reported that the patient was fine.

Manufacturer narrative:
One primo2x oxygenator was returned to sorin group USA, inc. For evaluation. A visual inspection did not reveal any obvious defects. Leak testing of the device did identify a leak path between the blood side and water side of the heat exchanger. The oxygenator was returned to sorin group for further evaluation. A follow-up report will be filed with sorin group's findings.